Event description:
Customer reports to have received a weak battery alarm, battery out limit alarm, loose battery cap and an unexpected restart alarm. Customer states when he tightens the battery cap halfway, pump will function, but when he tightens battery cap all the way, insulin pump turns off. Customer's blood glucose was 153 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced due to excessive battery out limit alarms. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a cracked reservoir tube lip and a cracked case at a display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.